Event description:
Additional information.reportedly, there was no functional issue that prevented continued use of the same speedband superview super 7 multiple band ligator. Therefore, the complaint device was used to complete the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A visual examination found that the ligator head returned, with a total of seven bands attached; however, one of the blue bands was split in half. No indentations were identified within the groove of the spool. Typically, indentations in the groove are an indication that an attempt was made to cinch the trip wire. Additionally, the teeth of the ligator head were found to be damaged. Functionally, the handle was able to be rotated and clicks with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation confirmed that one of the bands was broken in half, but remained attached to the ligator head. Based on the evaluation conducted and the details of the complaint, it is probable that the difficulties encountered in deploying the bands were most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a variceal ligation procedure performed on (B)(6) 2011. According to the complainant, while in the patient's stomach, the first band deployed, but it missed the target site. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Additional information: the complainant inadvertently reported that the complaint device was used to complete this procedure. Reportedly, a second speedband superview super 7 multiple band ligator was used to complete the procedure.

Manufacturer narrative:
The device has been received for analysis; however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.